Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient experienced discomfort located at the ipg site after losing weight. As such, surgical intervention occurred and the ipg was repositioned on (B)(6) 2024 to address the issue.

Event description:
Reportedly, discomfort has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.